Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/27/2017, that on (B)(6) 2016, the receiver will not charge when connected to the charger. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Initially it was reported the receiver will not charge when connected to the charger. However, after further review this record has been determined not be reportable it was mistakenly labeled as reportable. The report bears no information to be deemed a complaint making this a non-reportable event. Please disregard initial reporting under MFR# 3004753838-2017-64317